Event description:
"Pt was in cardiac arrest (v-fib), and was delivered a shock of 200. The customer alleges "the wires burned through (the middle on both the white and gray), a second set (unk lot) was used and ultimately the pt passed away."